Event description:
It was reported that the patient experienced diaphragmatic stimulation in both unipolar and bipolar polarities at outputs greater than 2.5 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.